Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken off retainer ring. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Insulin pump received with broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: partially broken retainer, corroded battery tube, cracked battery tube, pillowing overlay and stained overlay. Customer returned insulin pump due to half of retainer ring broken off. Broken retainer ring confirmed.